Event description:
Additional information was received indicating a surgical intervention was undertaken wherein the ipg was explanted to address the issue.

Manufacturer narrative:
The reported observation of burning pain at ipg site during MRI was not confirmed when referencing pain at the ipg site. The root cause of the reported observation was not ascertained. The ipg logs did not show any anomalies that would have contributed to the reported observation. The daily temperature log showed the temperature of the device on the day of the MRI (on (B)(6) 2023) was 35.6 degrees c to 36.5 degrees c, which is within the expected range. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
It was reported the patient experienced a burning sensation at the ipg site during an MRI scan.